Event description:
The customer reported during reprocessing, the camera of the bronchovideoscope became unresponsive when flexed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.